Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell four of six. The caregiver (cg) stated there were no obvious causes of the alarm. The technical service representative (tsr) assisted the cg in clearing the alarm. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One wet set was received for evaluation. A visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function tests were performed with no issues noted. The sample was functionally tested on a homechoice device with no issues noted. Therefore the cause of the system error 2240 alarm could not be determined.